Event description:
It was reported that the patient's vns was bothering her despite being programmed off. Patient has been referred for explant. No known surgery has occurred to date. No additional relevant information has been received.